Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "failed downstream occlusion test," which was not reproduced due to a constant reload set message. The reported symptom was confirmed through a review of the event history log. Evaluation determined the cause was the downstream sensor current reading and downstream tubing guide depth were out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump failed the "downstream occlusion test." It was also reported there was no patient injury.